Manufacturer narrative:
No conclusion can be made. Based on the investigation activities performed, the review and analysis of all available information fails to indicate a definitive root cause. The most likely cause of the inflation tube separation is related to forces applied during use. The mesh remains implanted and the subject product (inflation tube) was not returned for evaluation. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in august, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding removal of the inflation assembly from the abdomen, the instructions-for-use, supplied with the device states, "to deflate the echo ps positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps positioning system by pulling it up to the tip of the trocar remove both the echo ps positioning system and trocar simultaneously. Verify that the echo ps positioning system including the balloon, all mesh connectors, and the inflation tube is fully intact after removal." Note: not provided.

Event description:
It was reported that on (B)(6) 2018 a laparoscopic ventral hernia repair procedure was being performed with a ventralight st w/ echo ps device. As reported the mesh was hydrated prior to inserting into a laparoscopic port. After inserting the mesh, the surgeon used a laparoscopic suture grasper to grab the inflation tube. The yellow anchor was seen on the inflation tube via laparoscopic camera; however, when the inflation tube was pulled out of the abdomen to inflate the balloon, the yellow anchor was no longer there. The surgeon made a bigger incision to look for the yellow anchor, but was unable to find it in the subcutaneous tissue. He was unable to retrieve it and the decision was made to close the incision.